Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar incidents. The cause of the reported difficulties cannot be determined. The subsequent treatments are due to the circumstances of the procedure. In this case, it is possible the suture interacted with the patient anatomy, or with the device causing the suture to fray, leading to the eventual separation. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of a calcified common femoral artery using a prostyle device after a coronary angioplasty procedure, with a 6fr sheath. Reportedly, during placement, the suture "frayed" back from the access site. When advancing the knot with the knot pusher, a suture break occurred. A second prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.